Manufacturer narrative:
The device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. When additional information becomes available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise of shock impedance measurements reaching the highest value of 124 ohms. Technical services (ts) was consulted and reviewed the data. This rv lead remains in service. No adverse patient effects were reported. Additional information received detailed this device was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.